Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the venevo venous stent that are cleared in the us. The pro code and 510 k number for the venovo venous stent are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient was prepped for a stent placement procedure using a venovo stent for the treatment of iliac vein stenosis in the femoral artery. Prior to the procedure, it was noted that the stent was found to be kinked near the handle. There was no patient contact.